Event description:
It was reported that the meter needle jumped. The patient was undergoing a percutaneous coronary intervention in an unspecified artery. An advantage balloon catheter inflation device was selected to inflate the concomitant device. It was noted that when the dilatation pressure of the inflation device exceeded 10atms, the meter needle jumped to 15atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During visual inspection, it was noted that the face of the gauge was slanted or not fitted correctly. The device was disassembled for inspection and then reassembled. A functional test of the complaint device was carried out using a test stopcock. The plunger handle was rotated to achieve 26atm¿s, 20 times consecutively. On the tenth rotation, it was noted that after the release button was pressed the needle jumped to halfway between 0 and 26 atm. On the eleventh rotation the needle began to jump after 24 atm. The needle began to stick at 26atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the meter needle jumped. The patient was undergoing a percutaneous coronary intervention in an unspecified artery. An advantage balloon catheter inflation device was selected to inflate the concomitant device. It was noted that when the dilatation pressure of the inflation device exceeded 10atms, the meter needle jumped to 15atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.